Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens, but the lens tore. The incision was enlarged to remove the lens and sutures were required to close the wound.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.